Event description:
It was reported that a peritoneal dialysis (pd) patient who performed pd therapy with a homechoice device passed away due to an unknown cause. It was not reported if the patient was performing therapy at the time of death or if an autopsy was performed. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history log was performed. There were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported problem. Review of device history and service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The device was tested and passed the homechoice return instrument test/ evaluation (rite) electrical test but failed the rite functional test for a system error which did not indicated any issue that could be related to the reported event. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.